Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report and photos water has been found in air gas module. The air gas module regulates the inspiratory gas flow and gas mixture. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to compressor mini.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).